Event description:
I got my breast implants on (B)(6) 2018 and about 6 months later began to notice horrible symptoms and research. I¿ve always been very health conscious and suddenly I get my implants and all these negative changes start to happen, the only different thing I did during that time was get my breast implants. I began to notice severe hair loss, easy bruising, heart palpitations and the list goes on. I¿m very scared and disappointed and believe this is something that should have been very carefully and thoroughly studied before implanting these things to millions of people.